Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned within the sheath. The sdw was seen to be kinked. The stent was seen to be deformed. The stent was seen to be broken and the distal markers not present. The introducer sheath was intact. During functional inspection, the device was flushed and the sdw was advanced through the introducer sheath without difficulty, the stent was successfully deployed through the distal of the introducer sheath during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent difficult/unable to advance or pullback through catheter¿ could not be confirmed during analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that two stents would not advance through microcatheter. The device was returned, and it was noted that the stent was back within the introducer sheath. The sdw was kinked, when removed from the introducer sheath, the stent was noted to be deformed, fractured with the distal ro markers detached. It is probable that the stent experienced difficulties to be advanced/pulled back just after being transferred into the microcatheter. It is probable that the stent was then further damaged during the attempt to re-sheath into the introducer sheath from the proximal end of the microcatheter. An assignable cause of procedural factors will be assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿ and to the as analyzed ¿sdw kinked/bent¿, ¿stent deformed¿, ¿stent broken/fractured during use¿ and ¿ro marker(s) detached/separated/not visible under fluoroscopy¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device found that the subject stent was broken during use and also the distal marker was detached during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.